Manufacturer narrative:
The returned device was evaluated which included functional testing. During this testing the unit provided both audible and visual alarms. Further analysis of the files shows an unexpected date change from (B)(6) 2015 to (B)(6) 2005. This has been attributed to a defective battery reaching a critically low state of charge and being unable to recover. Battery is defective causing a system/date reset. A service history record review reveals that this unit was in the field for over six (6) years with no previous reported issues prior to this reported event. Corrected data : to include product problem. Corrected data: respiratory therapist to patient/lay user. Corrected data : (B)(4).

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete, a follow-up report will be submitted.

Event description:
Reportedly, the parents claim the rad-8 did not alarm to alert them that their child was in distress. However, the masimo rep also stated that the respironics ventilator the child was on also did not alarm. Based on what soft touch medical was saying, there was no apparent problem with the rad-8 except that when they did a trend printout using profox, the date and time did not match. Per the customer (soft touch) they did a printout using profox. The date and time showing (B)(6) 2015 however, as of (B)(6) at 9:04am, when the masimo rep spoke with them, the rad-8 was showing (B)(6) 2005, 19 hours, 12 minutes. The masimo rep stated that soft touch medical told him that the child passed away 2 days ago. Unknown gender. The child had come out of nicu and was not expected to live. "Had a lot of medical issues".